Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis twice. The customer's blood glucose was 700 mg/dl at the time of first hospitalization. The customer's blood glucose was 797 mg/dl at the time of second hospitalization. The customer's blood glucose was 110 mg/dl at the time of call. The nurse stated that the customer had symptoms of high blood glucose such as vomiting and nausea. The nurse stated that the customer was given insulin IV drip to treat the blood glucose for both hospitalizations. The nurse stated that the customer wearing the insulin pump at the time of both hospitalizations. Troubleshooting was initiated and no issues were found with the insulin pump. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.